Event description:
Clinical report states the pt was revised due to dislocation.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The initial report states the depuy femoral head was implanted with a competitor manufactured acetabular liner. This use is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.